Event description:
It was reported via facility medwatch # (B)(4) as well as a direct fax from the facility that the pump ran continuously; surgery aborted. Knee arthroscopy, fluid was infusing at a pressure of 40. Increase in knee size was noted, pump pressure was reduced to 20 with no change. Pump was turned off; case aborted. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed . Fails back flow test [needs cam adjustment], causing motor to continue to jog to maintain pressure. Pump is regulating pressures correctly. Pressure calibration within specifications. Root cause summary: tube guide door cam needed adjustment to compensate for worn out motor. Device history record revealed nothing relevant to this event. This is the first complaint of this type for this part/serial combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.